Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/17/2017 with the following findings: during investigation, a visual inspection of the pump revealed multiple cracks in the battery compartment. The returned battery cap was undamaged and was able to fit securely to the pump. There was moisture corrosion observed in the battery canister. A leak test was performed and a battery compartment leak was found. The pump¿s cover was removed; no further moisture ingress was found to the printed circuit board inside the pump.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (case damage with moisture) issue. It was alleged that the battery compartment was damaged and there was moisture. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.